Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain #4) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's fill volume in standard mode. The alarm occurred on (B)(6) 2013 at 12:51:39. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the iipv condition. The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.